Event description:
The pt was implanted with a synchromed el implantable infusion pump in 2000 for the treatment of non-malignant pain. Pt reported symptoms of increased leg pain with activity and nausea and vomiting beginning one month after implant. Pt was given supplemental pain medication in the form of percocet and duragesic patches. A catheter flow study done five days post implant revealed an obstruction and the catheter was replaced in the following month. Hcp last saw the pt 8 months later and states pt was doing fine.